Event description:
A cartridge change error was reported with a pump. There was no reported impact to the customer¿s blood glucose level. The customer was instructed to inspect and replace the cartridge, but the issue persisted, prompting technical support to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup insulin delivery method.